Manufacturer narrative:
The technician replaced the head end brake casters to repair the bed.

Event description:
Info received indicates the head end brake casters are not holding when the brake is locked.